Event description:
Edwards learned via the implant patient registry that a second device, the 9300tfx 23mm, was implanted in the same position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately six (6) years and nine (9) months. Through follow up with the health care provider, it was learned this device was replaced due to severe aortic stenosis. It was indicated this patient had a history of valve degeneration caused by endocarditis. The source is unknown but the patient had a history of staphylococcus infection with sepsis. The health care provider indicated the endocarditis was healed prior to the valve-in-valve procedure. This was a gravely ill patient with a severely degenerated aortic valve that was a good candidate for the valve-in-valve procedure. Patient tolerated the procedure well and on post-op day 1, she was hemodynamically stable. On post-op date 3, she was discharged to home. Both devices remain implanted.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, endocarditis, fibrosis or non-calcific degeneration. In this case, the cause of the reported stenosis is most likely due to patient related factors. Minimal information regarding this valve was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at the time of the procedure were unsuccessful; therefore, the clinical statements cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.